Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the patient came in due to presyncope and slow heart rate. The device had intermittent inability to interrogate. Telemetry could not be established one day prior to explant of the device. The lead impedance readings through the device were >9,999 ohms. Lead impedance via analyzer was good. Failure to output, no capture, and device failure were also reported. The device was explanted and replaced. No further patient complications have been reported as a result of this event.